Event description:
It was reported that the customer was unable to insert the disposable handpiece in to the motor coupler. It was determined that there is a piece of a disposable stuck in the motor coupler that would not allow the drive cable to enter completely. The case was aborted. No adverse patient consequences occurred.

Manufacturer narrative:
Damage to drive connector/coupling - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.